Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. Olympus service operation repair center (sorc) checked the subject device but it could not duplicate the reported phenomenon. The other detailed information was not provided. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Since the lot number of the subject device was not available, omsc could not review the manufacturing history (DHR). The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the ccd failure of the unspecified camera head used with the subject device, because the subject device has no electronic function to get the images. If additional information becomes available, this report will be supplemented.